Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. Dry eye is the most common complication of lasik and other refractive laser surgeries. Approximately 90% of corneal sensory nerves are severed during the lasik procedure and sensory nerve fibers in the cornea are important for stimulating tear production. As a result, lasik may impair tear generation resulting in dry eye. Harms associated with the laser device, including dry eye, have been assessed and found to be as low as reasonably practicable. Root cause could not be determined conclusively. However, occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with dry eye in the left eye approximately five months post lasik. Patient was on lifitegrast ophthalmic solution for dry eye syndrome post operatively but discontinued due to the cost. Collagen punctal plugs were inserted. Omega three dosage was increased to 2000 mg daily. Patient is to return in four-six weeks to see if effective. Patient notes lifitegrast ophthalmic solution helped but still dry. Patient is still being managed. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.